Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t: slim x2 pump at the time of the event. On 04/27/2026 at approximately 10:00 pm, the patient¿s cgm began alerting for low glucose values (exact value unspecified). Around this time, the patient reported feeling ¿weird," as if her body was ¿shutting down,¿ followed by weakness and a brief loss of consciousness (loc) lasting approximately 1¿2 minutes. No injuries were sustained. Due to the rapid onset of symptoms, the patient was unable to perform a fingerstick blood glucose (fsbg) measurement prior to the episode. The patient was discovered by their granddaughter, who contacted emergency medical services (ems). Upon arrival, ems performed a fingerstick, which showed fsbg in the high 60s to low 70s mg/dl range, while the cgm was displaying approximately 40 mg/dl or lower (patient reported it was ¿41 points off¿). Ems provided treatment consisting of a peanut butter sandwich and coca-cola. Approximately one hour later, prior to ems departure, the patient¿s glucose measured fsbg 121 mg/dl, while the cgm displayed approximately 165 mg/dl. Following the event, the patient reported feeling well and was able to continue and complete the sensor session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a and b zone of the parkes error grid was taken upon ems arrival. It has been reported that there was a difference in readings of 41 points taken by the ems. The reported glucose values fall within the b zone of the parkes error grid was taken by the ems before leaving. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.